Manufacturer narrative:
Device is a combination product. (B)(6). A promus element plus, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were damaged with proximal and mid-section struts lifted, bunched and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment but the device failed to cross the lesion. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.